Event description:
Approx two days post implantation of the gore tag thoracic endoprosthesis, this pt had a transient ischemic attack (tia). A computerized tomography angiography (cta) revealed that the pt had a patent left common carotid artery and it is not known why the pt suffered from a tia. Three to four days post implantation the pt suffered from a severe stroke and expired.